Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump insulin gauge did not display the correct amount of insulin available. The customer did not remember the exact values that were displayed. As the issue occurred in the past, troubleshooting was unable to be performed. The customer verified that after the most recent load was performed, the pump displayed accurate insulin gauge readings. The customer's blood glucose level was not impacted.